Event description:
The reported from the affiliate indicated that after opening the package of a cypher (3.5/13mm) and flushing the unit with heparin, physician found a white filament at the proximal end of the stent between the ballon and the stent. The physician did not use the cypher stent. The procedure was completed with a different cypher of the same size. The product was clinically used; there was no reported pt injury.